Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The solution was observed in the overpouch; and upon further inspection the leak was noted to be originating from a pin hole at the lower from a pin hole located at the lower right hand seam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 11, 2020 - september 13, 2020. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a tear observed at the lower right-side edge of the bag. Functional leak testing was performed, and it was noted that there was a leak from the lower right-side edge of the bag where the tear was located. An additional magnified inspection verified the tear/hole where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.